Event description:
Additional information stated there was a mistake on the report and the event date was (B)(6) 2013. It was stated the replacement went well.

Event description:
It was reported there was normal elective replacement indicator. It was stated the patient wanted to have his battery replaced when he opted to have his battery site moved lower. The battery site was moved lower because the patient¿s belt was resting/rubbing on his battery and it was uncomfortable. No patient symptoms were reported.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 093-28, lot# va050vf, implanted: (B)(6) 2013, product type lead. (B)(4).